Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead noise was seen on home monitoring. Patient was experiencing short runs of vt as well. The patient will be called in for evaluation of leads. Leads remain implanted. Should additional information become available, this file will be updated.